Event description:
The pt's internal magnet was reportedly displaced following an MRI. The pt underwent surgery to put the magnet back into place.

Manufacturer narrative:
(B)(4) additional information: date of event: magnet reposition surgery occurred on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The patient's device has been activated and the patient is wearing the external processor. The patient remains implanted. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.